Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded the same cartridge and resolved issue.